Event description:
It was reported that the device was in backup mode and unable to be interrogated via inductive telemetry during an in clinic follow-up. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of backup mode was confirmed and the event of failure to interrogate was not confirmed. The device was received with normal telemetry communication and the output was set to the backup mode rate. Analysis of the device image indicated device was operating in backup mode at above elective replacement indicator (eri) voltage level. Data corruption was also detected. The device was cut open to enable further testing and the battery was found at end-of-service levels. The device was recovered from backup mode with an external power source to perform further evaluation. Electrical and mechanical tests indicated normal device functionality. Despite extensive efforts, the backup mode could not be reproduced in the lab. There were no device anomalies found that could contribute to the reported events.